Event description:
It was reported, the posterior to anterior screw missed the nail medially.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report. Associated devices: 1806-3211 nail adapter t2 ankle lot unk.